Manufacturer narrative:
Follow-up # 1 - (12/30/2014). The patient's meter has been returned on 12/16/2014 and evaluated by lifescan product analysis on 12/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms). The reporter claimed that the error message occurred on (B)(6) 2014 at 06:00am. The reporter detailed that the patient manages his diabetes with set doses of insulin. The reporter alleged that at 04:00pm on (B)(6) 2014 the patient obtained ¿low readings¿ and specified that he had a blood glucose reading of ¿42mg/dl¿ on another meter. It is not known if the patient was symptomatic at the time of the reading. The reporter claimed that the patient self-treated with food or drink at 04:30pm. During troubleshooting, the cca noted that the patient had used the correct testing procedure and that the test strips were in good condition and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs of hypoglycemia after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patients test strips have been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.